Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. No issues were found and the system operated within specifications. A successful system checkout was performed which verified that the system functioned properly.

Event description:
A site representative reported that the imaging system showed an initializing collimator error and would not allow the site to proceed any further. The site restarted the image acquisition system (ias) which resolved the issue. No patient was present during the time of the reported incident.